Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, physical stress was applied to the insertion section during user handling and caused the coating to peel. The event can be prevented by following the instructions for use which state: "3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the distal end water leaks in the evis lucera bronchovideoscope during preparation for a diagnostic procedure. The procedure was completed using a similar device. The device was returned for evaluation. During the device evaluation, it was found that the coating on the connection tube peeling off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation which found the following issues: the bending angle in the up direction does not meet the standard due to wear of the angle wire, the suction volume does not meet the standard due to a broken channel tube, the channel tube is not waterproof due to a broken channel tube, the bending section cover or distal sheath adhesive is broken, water leakage corrosion on the control unit, water leakage corrosion on the electrical connector, the universal cord is crushed, the grip is discolored, light guide lens has discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.